Manufacturer narrative:
An examination (visual and via scope) of the crimped stent identified distal stent damage; damge was noted to the most distal stent strut row with struts lifted. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) of the tip identified tip damage.

Event description:
Reportable based on device analysis completed on 04apr2019. It was reported that crossing difficulties were encountered. The target lesion was located in the highly tortuous and moderately fibro calcified proximal right coronary artery. Following pre-dilatation, a 4.00 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion even after repeated attempts. The procedure was completed with a 4.00 x 20 promus premier drug-eluting stent. There were no patient complications nor injuries reported and the patient was stable and doing well. However, returned device analysis revealed stent damage.